Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle, abutting the balloon's proximal tip. The shuttle cartridge was pulled back to the handle, and no resistance was felt during retraction. However, subsequent to retracting, it was observed that the proximal end of the sealant was wedged between the advancer tube and the shuttle cartridge. The condition of the sealant may have contributed to the device retraction jam. Based on the information provided and the investigation performed, the device retraction jam may have been caused by sealant swelling up, increasing the profile and being wedged between the shuttle cartridge and advancer tube during the device retraction. High tension applied to the balloon's catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, potentially contributing to a device jam. However, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1522303) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon was pulled back to the arteriotomy. Attempted sealant deployment but the procedural sheath would not retract back to the grip handle. The procedural sheath was stuck. The balloon was deflated and the device was removed. Manual pressure was held for 30 minutes or less. Investigation revealed that the sealant was stuck at the end of the shuttle tube. The patient's hospitalization was not prolonged and was discharged later in the day with no complications. The patient received no therapy as a result of the event. Additional information was requested but is not available. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium.